Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a power up fault code# 3 occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that prior to use a power up fault code# 3 occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the reported issue. The stm replaced the motor control board as troubleshooting; however this did not resolve the issue. The stm then replaced the scroll compressor and then verified operation. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.